Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/14/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/17/2017 software investigation completed. Reported issue could not be replicated. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system surgeon monitor and staff monitor flickered prior to the mouse becoming unresponsive to user input. This behavior was seen twice. A second hard re-boot of the navigation system resolved the issue. Confirmed that the navigation system was shut-down daily and in the proper power-down sequence. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.